Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they ¿messed up¿ and could not handle their stimulation, so they stopped using it. They mentioned that their stimulation got to the point where they needed a break from it. The patient stated that now they cannot connect with their implantable neurostimulator using their recharger. They noted they last successfully recharger probably 2 months ago. A potential overdischarge was noted. The patient was to follow up with their healthcare provider. Additional information received from the healthcare provider indicated that the patient had a death in their family, and forgot to recharge their device. They stated the patient¿s device was interrogated, and the implantable neurostimulator (ins) is dead. The patient does not have stimulation. The healthcare provider mentioned that the patient¿s ins needs to be replaced. Information received from a manufacturing representative indicated that the patient¿s device was confirmed to be in overdischarge, and a battery replacement is scheduled on (B)(6) 2017. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.